Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of r-waves on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Programming changes were already made to atrial sensitivity and blanking periods. It was noted that at times the electrogram (egm) amplitudes of the atrial sensed signal and the farfield r-wave are very similar, so it was felt that there were no additional programming options available for optimization. No further changes have been made or planned at this time and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.